Event description:
This is filed to report the clip opening after deployment and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip was successfully implanted. A second xtw was implanted, but after the clip released from the clip delivery system (cds), the clip opened. The clip opened from closed to approximately 60 degrees. The clip remained attached to both leaflets and a third clip was going to be implanted to further stabilize the opened clip and further reduce the mr. However, the third xt mitraclip was opened but ultimately it was decided to not implant because the physician felt the valve was not suitable for another clip. The third clip was discarded and it did not enter the patient. The procedure was completed with mr reduced to grade 1-2. The following day, (B)(6) 2023 a follow-up echocardiogram was performed. The patient had recurrent mr grade 3 due to the opened clip. No additional intervention is planned. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported mitral regurgitation (mr) appears to be a cascading event of the clip opening while locked. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. Additionally, the provided image was reviewed by an abbott clinical engineer. The reviewer stated ¿one (1) fluoroscopic still image was provided in which two fully deployed clips and an sgc can be visualized; there is no cds in view, indicating the image was taken post deployment of the second clip (reported device). The clip arm angle of the bottom clip in the image appears to be ~20° indicating this was the first clip implanted (no reported issue). The clip arm angle of the top clip appears to be ~60° - 70° and is presumably the second implanted clip with the reported issue of cowl. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the top clip (reported device) is opened to a larger degree than the bottom clip. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided. ¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).